Manufacturer narrative:
Preliminary analysis confirmed the reported behavior: abnormally high ventricular lead impedance was measured in bipolar configuration. This could result from the fact that the lead could be a unipolar lead (the lead model is unknown) or could result from a lead issue or connection issue at ventricular level.

Event description:
During the follow-up of (B)(6) 2016, the ventricular lead impedance was first measured at approximately 300 ohms (normal value), and then above 3000 ohms (abnormal value). An explanation was requested.

Manufacturer narrative:
(B)(4). The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
During the follow-up of (B)(6) 2016, the ventricular lead impedance was first measured at approximately 300 ohms (normal value), and then above 3000 ohms (abnormal value). An explanation was requested.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
During the follow-up of (B)(6) 2016, the ventricular lead impedance was first measured at approximately 300 ohms (normal value), and then above 3000 ohms (abnormal value). An explanation was requested.